Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel smearing up the tube walls and erroneous triglycerides results on an unspecified number of devices. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel smearing up the tube walls and erroneous triglycerides results on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. Evaluation of the photos indicated the customer's reported failure mode of gel smearing. A total of 100 retention samples were visually inspected and no gel defects or additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of march 2025 therefore further testing was indicated. Factors that may contribute to sample quality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, gel smearing and erroneous results-triglycerides, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. However, replicates of the retention samples demonstrated a degree of oil gel globules. All other visual observations demonstrated clinically acceptable performance. Additional ftir analysis was performed on customer returned cuvettes. Several types of unidentified matter were found on the interior surfaces of the analyzer cuvettes. One material is likely a ptfe teflon-like material. The second was not conclusively identified but is not bd gel related. The material of the third group was unable to be conclusively identified. Bd shared images and ftir spectra of three substances found inside the cuvettes with the instrument manufacturer who responded that the only source of ptfe in the system is the white nozzle tip (nozzle 5) on the rinse unit. This issue has occurred before on systems that are not well adjusted. This complaint has been confirmed for the indicated failure modes gel smearing and oil gel globules. This complaint has not been confirmed for the indicated failure modes erroneous results-triglycerides. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.